Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported the backup battery not charging. There was no report of pt harm.

Manufacturer narrative:
(B)(4).